Manufacturer narrative:
Percussionaire was notified about brown fluid being present in the phasitron breathing circuit on july 11, 2024. It was recently identified through extensive laboratory analysis that there is a risk to patient health when specific product lots are used, and therefore, this report is being submitted retrospectively. Percussionaire has learned that certain lots of the spring component within the phasitron used in the ipv system were inappropriately manufactured with a nickel coating, and that the nickel is aerosolized under normal clinical use when used with medications, such as n-acetyl cysteine or albuterol. Although we have not received any adverse events associated with this finding, there are several potential health hazards. In particular, high levels of inhaled nickel can cause lung injury related to inflammation, severe bronchospasm, reduced humoral immunity, and allergic responses. Small amounts of nickel may be measured in the mist even in normal use without medication. However, the estimated nickel exposure in this scenario is substantially below the threshold for typical in-hospital duration of therapy. An urgent medical device recall has been submitted to FDA for this issue (1000524541-09/25/2024-002-r) to recall affected products. If any adverse events on this issue are reported, a follow-up MDR will be reported.

Event description:
A complaint was received on july 11, 2024, from texas children's hospital regarding a brown liquid in the phasitron 5 tubing. No adverse reactions have been reported at this time. This report is being completed retrospectively, as it has been recently identified that there is a potential for health hazards to occur due to this issue if specific product lots are used with certain medications.